Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the premature battery depletion was observed on the implantable pulse generator (ipg). It is unknown when this issue began. The device was explanted, and a new device was implanted as a result. Therapy was restored was post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported observation of the patient controller (pc) displaying ¿replace generator soon¿ was not confirmed or duplicated. Based on the electrical testing and log evaluation, the returned ipg had not declared a low battery indication. The root cause of the reported observation was not ascertained. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The implantable pulse generator (ipg) exhibited normal device characteristics during analysis.